Event description:
Ncp reported the pt presented in 2004 with an increase in pain, nausea, dry heaves, and dizziness. The pump was refilled without complications. The "reservoir volume indicated pump was empty however 2.0cc were removed from the pump during routine refill. Paperwork received from referring office indicated there may have been a typographical error in writing their refill date and/or programming error of reservoir volume. " the pt was seen again the following month for a pump refill and is doing well.